Event description:
Issues identified with current processes related to these sigmoidoscopes. In summary the issues are:reusable sigmoidoscopes and accessories--- the instructions are complex and two methods of sterilization are required, sterrad 100s for the bulb and gravity steam for the scope and other accessories. Not all sites may have this capability and may not be able to follow the instructions.disposable/single use sigmoidoscopes-cardboard boxes are shipped which contain multiple devices each packaged separately in unmarked plastic bags. These unmarked bags are stocked by our supplier on carts in departments and assumed to be sterile. The instruction sheet provided in the box by the manufacturer provides a very confusing statement it states the scopes can be sterrad sterilized before use. If the vendor means they must be sterilized this is not clear because of this poor labeling practice. If they are not sterile as delivered in the bag the bag should be labeled "not sterile" in sterile venues sterilization may not happen as users assume items are sterile.welch-allyn has told us they are going to self-report the labeling issue to the FDA.====================== health professional's impression======================see above